Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that acute kidney injury occurred. A zelantedvt thrombectomy catheter was selected to treat the iliac vein and the device was used with "unsatisfactory results." After "running the catheter for only 100 seconds," "acute kidney injury" occurred. The procedure was completed with this device and no further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the type of clot that was being treated was "old formed clot." The patient ¿produced dark red urine immediately with only 100 seconds of run time.¿ the physician treated the kidney ¿in the standard fashion, hydration.¿ no further patient complications were reported.